Event description:
During an or procedure a package of x-ray detectable sponges was opened and it was noted that the sponges were missing the blue indicator. Sponges may be mistaken for ordinary prep sponges. MFR's quality control group notified by fax.